Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical september 2014 complaint report was reviewed for the xcela PICC product family and the failure mode "hub extension tubing detached." No adverse trends were indicated. Without receiving the device for evaluation, a definitive root cause for the failure is unable to be determined. Based on examination of a previous sample received from this hospital, however, a potential root cause is believed to be erosion of the tubing due to prolonged exposure to alcohol and/or a similar cleansing tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing.

Event description:
As reported, PICC was removed from patient because of leakage noted at the extension tubing near the hub. The device was replaced, and there was no patient injury or complications reported. The used PICC was discarded by the hospital.